Event description:
The broach handle broke. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to a combination of user misuse and/or insufficient strength of the device to withstand overload. Corrective action has been taken to improve the strength of the cam pin and related assembly.